Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during a demonstration of the cardiosave intra-aortic balloon pump (iabp), there was blood drawn into the unit by a balloon rupture. It is unknown if there was a patient involvement.

Manufacturer narrative:
Corrected fields: d5, g2, h6(clinical code). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that they found something like blood at the connection between the pim and the safety disk. There was no blood was found in the tube connecting the safety disc to the drive manifold and the fill manifold, and repairs may require replacement of pim parts. The investigation shall be closed. If any repair information received the complaint will be reopened to update it.